Event description:
Additional information was received from the manufacturer representative (rep). Rep reported there has still been no date of revision planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The provider instructed the patient to wait until swelling went down and was scheduled for follow up on april 15.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep was present with the patient at the time of call and stated they are unable to use the patient's external equipment to connect to their ins. They can interrogate the ins with their tablet. Rep states the controller is blinking orange and it is at 70%, while the ins was at 60% and is now at 50%. The controller displays "reposition recharger, not good quality" with number 76. No report of wear at the port or damage was observed, and the rep states they are pressing firmly on the ins without clothing between the skin and antenna. Technical services (tss) advised rep to try disabling and re-enabling. This did not resolve the issue. Rep states they tried another recharger and this also did not resolve the issue. Rep then states they are right on top of the ins, however they feel like the ins is tipped on it's side and it is not flat. The patient was overheard stating "it hurts when pressed on", in reference to the ins. Rep later stated that upon speaking with the provider, they feel there is still some swelling at the implant site and perhaps it is pushing on the ins where it is sitting on it's edge in the pocket. They plan to monitor this and follow up regarding the healing of it. Rep states the incision itself has "healed really well". Tss advised rep to obtain a session report and manufacturer file. Tss sent email to rep to obtain this and provide this case number and obtain serial numbers of external equipme nt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they were able to get the implantable neurostimulator (ins) charged however, it is still tilted. Rep stated that healthcare provider (hcp) verified a revision is needed to resolve this issue. Date of revision is to be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.